Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient lead extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-03603. It was reported that the patient's dbs lead's extension had high impedances. Surgical intervention took place on (B)(6) 2023 wherein the patient's lead extensions were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.